Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor board, image processor board, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.